Event description:
Healthcare professional later reported no complaint against the right side device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d1, d4, d6a, d6b, g2, h6.

Event description:
Patient's husband reported rupture. This record is for the right side. The device was explanted. Later healthcare professional reported "seroma late" and "cyst".

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.